Manufacturer narrative:
Date rec'd by MFR: 20nov2019. Date of report: 21nov2019. The customer reported that replacing the touchscreen resolved the problem. The defective touchscreen has been discarded. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019 .

Event description:
The customer reported that the ventilator's touchscreen malfunctioned and it could not be calibration. There was no patient or user involvement.